Manufacturer narrative:
Image review: six static images were provided for review. There is an image of the valve loaded and already inserted in the body. Furthermore, the image is dark, and it is not possible to visualize the paddles so a good load cannot be validated. Slowly rotating the capsule 360° while using ap is needed, high resolution imaging at increased magnification for the valve inspection. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. It was reported that an infold occurred during the first deployment attempt; however, images of the infold were not provided for review. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The images provided show a valve deployed just prior to the point of no recapture without evidence of an infold. A post implant dilatation was performed, and final image reveals a well expanded valve. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 75mm with a perimeter derived diameter of 23.9mm suggesting a 29mm valve. The patient¿s annulus had protruding calcium extending to the left ventricular outflow track and significantly calcified aortic valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-29, a valve infold occurred. A pre-implant balloon valvuloplasty was performed due to standard procedure for the implanting physician and calcification. The infold was noted during the first deployment attempt at a goal implant depth of 3-5 mm. The valve was recaptured and withdrawn from the patient. A new valve was used for implant. The procedure was delayed by approximately 10 minutes, and it was noted that the patient's calcified anatomy contributed to the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012414837); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.